Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a preventative maintenance check, the device displayed a cycle power error 10003. There was no patient involvement.